Event description:
It was reported that the patient's device was explanted due to not being able to turn the device on. The reporter stated that the patient was transferred to a different location at work with increased electromagnetic interference and the device shut off and would not recharge. The device was explanted on (B)(6) 2012. The manufacturer representative suspected that compliance may have been a factor. The date of the event was unknown. It was stated that the patient had no problems with the new implant. Additional information received reported that the explant was due to a 'dead' battery. There was no patient injury. It was stated that the patient was doing well. The patient was still at the same location at work.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the battery had reduced capacity due to overdischarge. It was stated the ins was received in an overdischarged condition. Telemetry was restored after one physician recharge mode. After, the ins functioned properly. The battery had depleted to lock mode on (B)(6) 2012, according to the trace report from the ins. It was noted that four recharge sessions of between 44 minutes and about 4 hours were done while the ins was implanted; however, none of the sessions brought the battery out of lock mode. This was the case because there were 0 bars of coupling recorded by the ins 5-7 minutes into each recharge session. The poor coupling was ultimately the cause of the battery not being charged, and eventually being put into an overdischarged state. Analysis of the plug (product number: 3550-29) found no anomaly.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3550-29, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's first implantable neurostimulator (ins) was explanted due to the inability to charge the ins and the ins getting deprogrammed due to storms. The patient was charging every three days and then they were not able to charge. The inability to charge had developed after they had the ins for a while.